Manufacturer narrative:
(B)(4)

Event description:
It was reported that atrial noise and multiple cases of auto-mode switch (ams) was observed. Patient was asymptomatic. Nurse suspected that far, r-wave was contributing to the frequent ams episodes. It was suggested that ams episodes were due to noise and not r-wave and it was recommended that patient present to the clinic to determine the cause of the noise. Patient later presented to clinic and isometric testing showed noise. Programming changes were made. Patient is stable.